Manufacturer narrative:
G4:14jan2021. B4:15jan2021. Information was received that the customer declined service/ repair of the device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 30nov2020.

Event description:
It was reported that the ventilator was placed on a patient when it suddenly stopped. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer's biomedical engineer reviewed the ventilator diagnostic report and found error codes including cannot reach target flow and patient circuit occluded.